Event description:
It was reported that there was suspected premature battery depletion. It was noted that programming parameters were not available. The reporter stated that patient symptoms included pain and less than 50 percent therapy relief. Planned actions as a result of the event included device replacement. It was reported that the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).